Event description:
Not: this is one of four complaints that occurred during the same procedure. Reference MFR report numbers 3005099803-2009-05212, 05215 and 05216 for the associated device reports. It was reported to boston scientific corporation that four jagwires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, after a few attempts to insert the guidewire, the tip of the wire fell off into the pt's bile duct. Three additional jagwires from the same lot were used with the same result. The physician successfully removed all of the guidewire fragments from the pt with a retrieval device. The procedure was not completed due to being unable to place a guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).